Manufacturer narrative:
D4 lot # (additional): the lot was in use by the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue (partial dose or no dose) during use of five (05) one-link needle-free IV connectors. These occurred during patient infusion with fluorouracil. The sets were connected to elastomeric devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 this lot was suspect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspected lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.